Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised to address subsidence of the stem with subsequent loosening.

Manufacturer narrative:
Depuy (B)(4) reports: failed elite plus thr. Ten (10) years post-implantation. Following investigation by bioengineering, notification was received that: conclusion: product returned, no x-rays. No visible damage to stem except for some post-retrieval marks and a small polished area under the medial collar. Some damage at base of head on taper and neck this is presumed to be retrieval damage. Head is visually undamaged. Head fits snugly in cup. Contact area is visible in cup and edge can be felt. The cup is damage from introducer hole, through laser marking to pole of the cup. This is thought to be retrieval damage. No impingement of the neck on the cup is visible. Cup has 2 cracks visible on posterior surface. These are thought to be retrieval damage. Bone cement is delaminating from cement. A search of the complaint database did not show any other reports against the product and lot combination. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.